Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an elective replacement indicator message of the implantable pulse generator (ipg). After the ipg was replaced, the leads were tested using the newly placed ipg and high impedance measurements were discovered on the right lead on contacts 1 and 2. The lead remained implanted and follow up to check the status of the impedances will be made at a later date. Additional information was received indicating the explanted ipg was retained by the medical facility and was not returned to bsc, and that the patient was doing well postoperatively. Additional information was received from the physician who confirmed that impedances did not cause any issue with the ipg as there were no impedances prior to the eol or after the procedure; there was only a temporary display of impedances during the procedure which resolved after the leads were cleaned in situ. This was an elective ipg replacement procedure; the ipg was functioning as intended and reached the normal eol. The lead and new ipg remain implanted in the patient, functioning as intended and the ipg was retained by the medical facility.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an elective replacement indicator message of the implantable pulse generator (ipg). After the ipg was replaced, the leads were tested using the newly placed ipg and high impedance measurements were discovered on the right lead on contacts 1 and 2. The lead remained implanted and follow up to check the status of the impedances will be made at a later date.